Event description:
The physician reports performing cataract surgery with implantation of an (B)(4) intraocular lens with use of amvisc plus viscoelastic. The patient had a -2.00 d refractive error one day postoperatively and -1.75 refraction at one week post-op. The physician performed an assessment and observed amvisc plus trapped behind the iol which is displacing the lens and causing the refractive error. A yag capsulotomy is planned.

Manufacturer narrative:
(B)(4).